Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had filled the cartridge with cold insulin. Technical support educated the customer to use room temperature insulin when filling the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the same cartridge to resolve the issue.